Manufacturer narrative:
(B)(4). Batch #: u5c35v. (B)(4). Device analysis: the analysis results found that a sr75 reload was received with the right gripping surface broken off making the reload nonfunctional. No functional testing was performed due to the condition of the reload. The condition on the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and proper loading. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy, a device loading sr75 could not be fired at the 1st firing. Another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.